Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the 30-degree endoscope plus's orientation was off by 45 degrees. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/replicated the customer reported complaint. The reported issue was due to aea binding or friction issue.